Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During eval at the MFR's service ctr, the ventilator failed to pass a step of the post test. The device's power mgmt board was replaced to address the issue. There was no pt harm or injury was reported. The ventilator was found to audibly and visually alarm as designed.